Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is not expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.